Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening(crack) and device appearance(air cavities are observed but it is not considered a defect due being located in the non-textured part). Leak test was performed and found an opening(crack) on diaphragm valve. A microscopic analysis was performed which identified an opening(crack) on anterior side. Based on the device analysis the final assessment is a crack(opening) on diaphragm valve due to cracked valve seat(diaphragm valve).

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.